Event description:
The customer reported that the alarm has no power when tested with new batteries. The customer reported that there were no cracks, missing screws, buttons and no leakage or corrosion on the alarm. There was no patient injury reported. Inspection of the product found that the alarm would turn off intermittently when powered with the 9v ac adaptor.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of product found that the alarm did power on when using the 9v ac adapter however, during evaluation if the cable from the 9v ac adapter was moved the power would turn off intermittently. The alarm does not power on when using new batteries or a power supply. The battery door is missing. (B)(4).